Event description:
Pt was injected in the anticubital fossa and the eda patch placed properly above the injection site. The injection was started at the pt's side. The tech raised the arm over the pt's head and noticed the angiocath coming out of the arm. An add'l tech was called in and swelling was noted in the proximal arteries aspect of the forearm. The injection was stopped at 76 cc's and the angiocath removed. It is not believed that all 76 cc's extravasated as contrast was seen on the films. No scan of the affected area was performed. The procedure was continued with the pt being reinjected in the hand. The remainder of the procedure was without incident. The extravasation was treated with ice packs. No further medical intervention was required.